Event description:
It was reported that during a distal tibia closing wedge osteotomy the drill bit broke off. It was further reported that half of the drill remained inside the patient. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Visual evaluation of the ar-8963-05 shows the tip of the drill bit to be broken off. Functional testing could not be performed due to the damage to the device. Complaint allegation is confirmed. Please see referenced photos attached. The most likely cause for the reported event can be attributed to user error of the device due to prying/leveraging the device during use.